Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the stylus cable was damaged. (B)(4).

Event description:
It was reported that there was no or intermittent telemetry contact with implants. A provocation test plus reconnection did not fully resolve the issue. It was requested that telemetry contact with the programmer be checked. The programmer and radiofrequency (rf) head were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)